Event description:
Nellcor puritan bennett received a call from a representative on 10/05/1999, who called to report the following problem: all leds on, constant single tone alarm. No # volume delivered. No pt harm.